Event description:
It was reported that an atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that after the first firing, the jaw would not open when the nurse tried to reload it. There was no consequence to the patient.